Event description:
It was reported that the patient presented in the clinic with wound dehiscence on the pacemaker pocket. The entire pacemaker system was explanted due to wound dehiscence. The patient's condition was stable.